Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, high blood glucose and unconsciousness on (B)(6) 2020 with blood glucose of 331 mg/dl. The customer experienced symptoms such as nausea, difficulty in breathing and abdominal pain. The customer was treated with intravenous insulin infusion and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reported that they alleged insulin pump was under delivering. Customer reported that they performed displacement verification test and test was passed. The insulin pump will be returned for analysis.